Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture per MRI" against left side device. Device remains implanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on posterior side assessed as surgical impact opening (shell thickness within specification). Additional observations: stress marks are observed assessed as non-penetrating nick. Red particles on the shell are observed.

Event description:
Patient reported "rupture per MRI" against left side device. The device has been explanted and replaced.